Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was exhibiting alarming with a smiths medical, cadd medication cassette attached. It was reported the pump started beeping, the end user switched to another pump which did not resolve, the user then replaced the cassette which solved the alarming issue. No adverse patient effects were reported. No additional information is available at this time.